Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: none. It was reported that the lesion had mild tortuosity, without calcification, was concentric, de novo and ami case. Thrombus aspiration was performed and a 3.0 x 18mm vision stent was implanted. A prolapse was observed in the middle of the stent. Ten mins later, the stent and the surrounding area was examined on angiography and thrombosis was confirmed in the middle of the stent. Another company's high pressure balloon catheter was pressurized inside the stent, but the thrombosis was still present. Another company's stent was implanted to cover the vision stent. The thrombosis disappeared and the procedure was completed. No add'l event or pt info is available.